Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that he changed his infusion site in 2009, and the following morning at 4:00am, his blood glucose elevated to 455 mg/dl. He bolused (value not provided) and 2 hours later his blood glucose was over 600 mg/dl. He continued to bolus and he changed the insulin cartridge and infusion site but his readings did not decrease and he was vomiting. He went to the hospital and his blood glucose measured 838 mg/dl and he was dehydrated and in ketoacidosis. He was treated with an insulin IV. He was released from the hospital two days later, and he reconnected to the infusion device. His normal blood glucose range is 100-150 mg/dl. Upon follow up about one week later, the patient reported that he had no further issues and his blood glucose is "fine." No product was requested to be returned for evaluation.